Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from either lot. All available information was investigated, and the reported expulsion per the physician is suspected to be due to ventricular fibrillation (patient condition). Based on the information provided, a cause for the reported patient effects of angina, intimal dissection, seizures, syncope and ventricular fibrillation cannot be determined. The reported embolism resulting in mitral regurgitation however, is related to the expulsion. The patient effects of embolism, angina, dissection, mitral regurgitation and ventricular fibrillation are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Event description:
Subsequent to the initially filed report, the following information was received: on 09/23/2020, a second mitraclip procedure was performed to treat mr with a grade of 4 and a mean pressure gradient (mpg) of 5mmhg. In an attempt to reduce mr, an xtw clip was inserted and grasped was performed medially of the implanted clip; however, the mpg increased to 10mmhg. The clip was repositioned, but the mpg increased to a grade of 9mmhg. The clip was then repositioned laterally of the implanted clip, but again, the mpg increased to 9mmhg; therefore, the physician decided to remove the clip. After the clip was removed, the mpg returned to 5mmhg. Mr remained at a grade of 4. In an attempt to remove the embolized clip, the physician obtained access in the femoral artery and inserted a snare. The snare was advanced to the embolized clip, but when attempting to remove the clip, the physician noticed resistance. It was suspected that the clip became endothelialized. An angiogram was performed and showed good flow and no obstruction; therefore, the physician decided to leave the clip and discontinue the procedure. The patient is doing well, but for treatment, the patient was put-on long-term anticoagulants. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the complete clip detachment, embolism, seizure, hospitalization, ventricular fibrillation and dissection. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two xtr clips (90531u127, 90401u171) were successfully implanted, reducing mr to a grade of 2. On (B)(6) 2019, the patient experience chest pain, had seizure like activities and lost consciousness. For treatment, a pacemaker was implanted. It was noted that the patient had an automatic implantable cardioverter defibrillator (aicd) and upon further inspection, it was noticed that the patient had multiple episodes of ventricular fibrillation. When the patient was admitted into the hospital, fluoro showed that one of the clips was in an abnormal position and was very close to the right coronary artery (rca) ostium. It was also noticed that the spontaneous spiral dissection from the proximal vessel to the distal vessel had occurred. On (B)(6) 2020, the patient presented to the hospital with chest pain. Echocardiography showed that one of the implanted clips was no longer attached to the valve and showed that in the rca, the clip had lodged in the first 10-15mm of the vessel. It was noted that half of the clip was hanging out of the aorta and the other half was in the rca. No additional information was provided.